Event description:
During the removal of a wisdom tooth, it is alleged that the bur guard burned patient's lip (severity unknown). It is alleged that the bearings on the bur guard were 'gone' and resulted in the device getting too hot. Unsuccessful at obtaining additional information.